Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were not responding properly; the patient stated that the down arrow required multiple hard presses to respond and the ok button was hypersensitive. The patient stated that there was no known damage to the keypad however the button symbols were worn. The patient reportedly wore the pump in a pump skin in a pocket and cleaned the pump with a damp cloth. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/28/2013 with the following findings:during a visual examination of the pump, the keypad cover was observed to be torn at the down arrow button and the symbols were worn. During testing, the down arrow and ok keypad buttons were hyper responsive; the up arrow and contrast keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, a failed electrical connection was found in the vibratory motor and the internal circuit board. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.